Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the user facility and oekg, omsc considered that the reported phenomenon was less relevant to the subject device, and that the reprocessing method at the user facility might have been insufficient. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, the instrument channel and the suction channel of the subject device. The testing result cleared the (B)(6) guideline. (B)(4) checked the subject device and found the following. The bending section rubber was porous. The insertion tube was kinked and broken under the boot by too much mechanical force. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. (B)(6) 2021. Unspecified microbes (1 cfu/100ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, medivator advantage/medivator advantage endostore. There was no report of infection associated with this report.